Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that it took more insulin than usual for customer to observe insulin drips exiting the infusion set tubing during the load fill tubing process. There was no reported impact to customer's blood glucose. Reportedly, customer continued to use pump for insulin therapy.